Manufacturer narrative:
Initial reporter occupation: director additional initial reporter: dr. (B)(6) interventional cardiologist / (B)(6), rn / (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab had been repositioned within the past 12 hours but both radiopaque markers appeared to be next to each other on the most recent chest film. The physician and the getinge representative discussed the possibility of the iab being folded in half; however, the pump was functioning without issue. They discussed details further and the getinge representative reviewed a screenshot of the pump monitor screen. The customer reported that there had been no change hemodynamically. The patient¿s augmentation had stayed the same, maps were the same, and the arterial line waveform was normal with no artifact or issue. It was explained that any kink or fold in the iab, especially an iab folded in half would cause catheter alarms and changes in augmentation. The customer agreed and mentioned they were going to remove the iab the next day as the patient no longer required cardiac support. In that case, they would remove it under fluoro to ensure safe removal. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The sensor cable and extracorporeal tubing was cut from the iab completely separated. A kink was found on the catheter tubing approximately 50.5cm from iab tip. Visual examination confirmed that the rear tantalum marker was found misplaced next to the front marker. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The root cause of the reported failure ¿iab - iab migrated & difficult/unable to view marker¿ was found to be rear tantalum migration that happened after the tantalum became unattached from the inner lumen. The tantalum migration is unlikely to have occurred within the manufacturing facility. The DHR was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. Each iab is tested multiple times to check the correct assembly and location of the rear tantalum marker. Furthermore, the manufacturing process was reviewed, and no issues were identified. The root cause of the tantalum migration cannot be determined, as it occurred after shipment of the device and was out of getinge¿s control. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Updated field: b4, g1, g3, g6, h2. Corrected field: d4 (UDI). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The sensor cable and extracorporeal tubing was cut from the iab completely separated. A kink was found on the catheter tubing approximately 50.5cm from iab tip. Visual examination confirmed that the rear tantalum marker was found misplaced next to the front marker. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The root cause of the reported failure ¿iab - iab migrated & difficult/unable to view marker¿ was found to be rear tantalum migration that happened after the tantalum became unattached from the inner lumen. The tantalum migration is unlikely to have occurred within the manufacturing facility. The DHR was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. Each iab is tested multiple times to check the correct assembly and location of the rear tantalum marker. Furthermore, the manufacturing process was reviewed, and no issues were identified. The root cause of the tantalum migration cannot be determined, as it occurred after shipment of the device and was out of getinge¿s control. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a